Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported needle to cuff miss/suture retrieval issue appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to a coronary angioplasty interventional procedure. Reportedly, a cuff miss occurred. The coronary interventional procedure was completed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.